Manufacturer narrative:
The explanted components have been returned to siw. The returned components remain under investigation at this time to determine the root cause. A final report with conclusions will be forwarded as soon as the investigation is completed.

Event description:
The patient underwent complex revision knee surgery on (B)(6) 2016 and had a mets df and pt implanted without incident. The patient made a initial uneventful post operative recovery. Two months later the patient presented back at the hospital complaining of pain. X- rays revealed that there was a separation of the cemented femoral stem from the principal shaft of the dfr. This was successfully revised on the (B)(6) 2016. This is a supplemental report to 3004105610-2016-00085 (B)(4).

Manufacturer narrative:
Revision surgery was performed with no adverse consequence to the patient. We are awaiting the return of the device in order to proceed with the investigation. A supplemental report will be submitted.

Event description:
The patient underwent complex revision knee surgery on (B)(6) 2016 and had a mets df and pt implanted without incident. The patient made a initial uneventful post operative recovery. Two months later the patient presented back at the hospital complaining of pain. X- rays revealed that there was a separation of the cemented femoral stem from the principal shaft of the dfr. This was successfully revised on the (B)(6) 2016. Ref (B)(4).

Manufacturer narrative:
Evaluation of the returned device suggests that the taper was not properly engaged during implantation. The taper surface shows signs of fretting, which would indicate loose movement of the taper joint allowing a rotating-rocking movement of the alignment lug in its location hole. It was possible to lock the taper of the returned device. It can therefore be concluded that the taper was not locked together during implantation. A DHR review showed that there were no recorded deviations from the tolerance specifications for the batch with regards to surface roughness, roundness and taper angle. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Siw will continue to monitor for trends.

Event description:
The patient underwent complex revision knee surgery on (B)(6) 2016 and had a mets df and pt implanted without incident. The patient made a initial uneventful post operative recovery. Two months later the patient presented back at the hospital complaining of pain. X- rays revealed that there was a separation of the cemented femoral stem from the principal shaft of the dfr. This was successfully revised on the (B)(6) 2016. This is the second supplemental report to 3004105610-2016-00085 ((B)(4)).